Event description:
The complainant reported that, when the ng tube was being removed from the patient, it was noted that the bolus tip was missing. Upon confirmation per x-ray, the bolus tip was discovered in the patient's abdomen. The bolus tip was removed with an endoscope.

Manufacturer narrative:
(B)(4). The device reported, list number 00475, is an abbott product that is marketed internationally, which is the same as or similar to a device, list number 475, that is marketed domestically. Medical intervention with an endoscope. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.

Manufacturer narrative:
(B)(4). The batch history record review was received for lot 17167gz00 and was found to be accurate with no abnormalities. Five retained samples were tested and all five samples passed the minimum pull force requirements/met specifications.